Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported multiple cartridges did not fit onto the pump. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.